Event description:
It was reported that during a robotic colon resection procedure, the metal pan came off during installation of the cartridge into the device. A new cartridge was loaded and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Cartridge pan the analysis results that one reload was received with the pan damaged and detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.